Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted a zimmer mmc, cup, uncemented, 56 mm/48 mm, code n on (B)(6) 2010 on the left side. The patient underwent a revision surgery due to metal-on-metal symptoms and metallosis on (B)(6) 2013.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. The compatibility check was performed and showed that the product combination was approved by zimmer. It is reported that the patient is pursuing a product liability. Patient underwent a revision surgery on (B)(6) 2013 of left hip thr due to metal-on-metal symptoms and metallosis after 2 years 2 months in vivo time. No trend was identified. Device manufacturing quality records indicate that the released components met all requirements to perform as intended. - implantation report, dated (B)(6) 2010: preoperative diagnosis: left hip degenerative joint disease procedure: zimmer mmc cup size 56, 48mm mmc head wuth a +0 adapter, a -4 neck length, and a +8 lateral offset neck with size 12.5 connective stem were implanted. No abnormalities observed. - revision surgery report, dated (B)(6) 2013: preoperative diagnosis: mechanical complication of orthopedic implant, left hip (metal-on-metal derived problem) procedure: the acetabulum observed to have very little bone in-growth, however, a fair amount of metal transfer noticed. Acetabulum was reamed to size 58 and wright medical cup with biofoam was impacted into position with screws. Liner was placed. And femur stability was found to be excellent. Neck was removed without disturbing the femoral component. Metal head replaced by a ceramic head. No complications observed. Root cause determination using dfmea: - increased wear due to clearance too small ¿ rim loading => possible: no x-rays were received, therefore it cannot be excluded. - increased wear due to clearance too large => possible: no x-rays were received, therefore it cannot be excluded. - no self-polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material = not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in zimmer complaint registration, systematic assessment defined in zimmer complaint investigation or in the current pms process. - increased wear due to perpetual boundary lubrication of articulation due to improper design parameters (e.g. Diameter, roughness, etc.) => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in zimmer complaint registration, systematic assessment defined in zimmer complaint investigation or in the current pms process. - increased number of wear particles due to chemical corrosion = possible: the product was not available for investigation - reduced rom, increased wear due to component malpositioning = possible: no x-rays were received, therefore it cannot be excluded. - increased wear due to component mismatch (wrong size) = not possible: the product combination was compatible, correct sizes were used - increased wear due to component damaged during operation - scratches on articulation surface = possible: proper handling of components during surgery is out of zimmer control - increased wear due to wrong pairing due to missing "metasul" sticker = not possible: the product combination was compatible. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).